Manufacturer narrative:
B2. The date of death was not provided for any of the reported deaths. B3. Event date was estimated based on the earliest procedure date noted in the literature article. H6. E2401 was used, as the cause of death was not reported in any case. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. The attachment is a list of all 84 articles referenced in this record.

Event description:
During a review of 84 articles that analyzed transcarotid artery revascularization (tcar) patients in the vqi registry (tcar surveillance project), it was identified that there were reports of patient deaths. No further information was provided to boston scientific.